Event description:
Healthcare professional reported a pump which allows the fluid and air to continue to past the sensory in the pump. Medication being infused is unknown. No patient injury reported.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.